Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported in a journal article that the patient was revised due to one or more of the following complications: infection, implant related impingement, screw perforation, secondary lesser tuberosity fracture-dislocation, hematoma, soft tissue related impingement. The journal article: "which parameters affect medium- to long-term results after angular stable plate fixation for proximal humeral fractures?, c. Bahrs, journal of shoulder and elbow surgery board of trustees, 2015" reports that 15 patients were treated with a ncb ph plate manufactured by zimmer (B)(4). (Other 62 patients were treated with products from competitors). In the article it is stated that 31 patients required a surgical intervention due to complications. We could not allocate the reported implants to a single patient. It was also not possible to identify for what reason the revision surgery was performed. With the given information it is not clear how many of the 15 patients with zimmer ncb ph plate experienced which type of complications. Therefore, 15 complaints containing all reported complications were opened. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. A journal article reports revision surgery in patients with proximal humerus plate fixation. The article just reports the total number of implant types and the total number of revision surgeries without any information about the relation between event, patient and implant type. Neither photos, nor the devices were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality and relevant medical history are unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes are reported in the sap rm worksheet which is available for every zimmer ncb ph plate system and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a journal article, that an unknown ncb proximal humerus plate was implanted on an unknown date. The patient underwent a revision surgery on an unknown date due to one or more of the following complications: infection, implant related impingement, screw perforation, secondary lesser tuberosity fracture-dislocation, hematoma, soft tissue related impingement. (Journal article: bahrs, christian: which parameters affect medium- to long-term results after angular stable plate fixation for proximal humeral fractures? In: journal of shoulder and elbow surgery board of trustees, 2015)